Manufacturer narrative:
(B)(4). Foreign country: (B)(6). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02632, 0001822565 - 2021 - 02633.

Event description:
It was reported that a patient underwent a hip arthroplasty on an unknown date. Subsequently the patient was revised due to unknown reasons. A new head, liner, and cup were placed. No further event information available at the time of this report.